Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced defective device, chronic pain, testicular swelling, hydrocele, infection, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included orchectomy, debridement, and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: d4 (expiration date), h6 (patient codes, ime e2402: "hydrocele, spermatic cord compression"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced right inguinal hernia, spermatic cord compression, abscess, defective device, chronic pain, testicular swelling, hydrocele, infection, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included right hydrocelectomy, orchectomy, debridement, and revision surgery.

Manufacturer narrative:
Hydrocele, spermatic cord compression, abnormal wbc, hemoglobin, hematocrit, glucose, epididymititis"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced pus, phlegmon, redness, necrosis, abnormal wbc, hemoglobin, hematocrit and glucose, chronic epididymitis, strep agalactiae group b infection, inguinal pain that was interfering with activities of daily living, inflammatory reaction, injuries to organ and tissue, right inguinal hernia, spermatic cord compression, abscess, defective device, chronic pain, testicular swelling, hydrocele, infection, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included antibiotics, right groin exploration decompression of artificial internal spermatic ring,jp drain, pain medications, wound drain management, right hydrocelectomy, hospital admission, IV fluids, open right scrotal drainage, debridement of necrotic tissue, orchiectomy, wound packing, home health wound care, debridement, and revision surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced inflammatory reaction, injuries to organ and tissue, right inguinal hernia, spermatic cord compression, abscess, defective device, chronic pain, testicular swelling, hydrocele, infection, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included right hydrocelectomy, orchectomy, debridement, and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced chronic pain, testicular swelling, hydrocele, and infection. Post-operative patient treatment included orchectomy, debridement, and revision surgery.